Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused breast cancer. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. Unknown white, brown and black contamination, inconsistent with degraded sound abatement foam and some tiny gray and black potential hairs or fibers at the air input of the blower box. Unknown layer of dust like contamination on top of the blower box. Light unknown dust like contamination on top of the blower motor and blower motor seal. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Unknown white, brown and black, specs of contamination at the bottom of the blower box. Pil observed black contamination, consistent with ER 2243857. Two damaged anti slip rubber pads at the bottom of the humidifier enclosure. Slight mineral deposits in the water tank. Potential black bio-contamination and potential fibers or hair on the humidifier lid seal. Unknown brown contamination in the humidifier enclosure rim and on the outside of the dry box and dry box seal. Multiple unknown brown and black contaminants, inconsistent with degraded sound abatement foam and some potential black hairs or fibers inside of the humidifier enclosure. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. There was no evidence of sound abatement foam degradation. The device's downloaded logs were reviewed by the manufacturer and found 2 error logged. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop breast cancer. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.